Event description:
The patient is reportedly experiencing middle ear issues resulting in poor balance and sound quality issues with her internal device. The patient has been treated with medication (type unknown) for her middle ear pathology. The implant surgeon has scheduled pe tube replacement. The patient will continue to be monitored at the center after pe tube placement.